Event description:
It was reported that prior to implant device was observed to be in backup vvi mode. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, the device was interrogated and was found to be in backup vvi mode. The device image was reviewed and the reset was found to have been caused by a parity error. The reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid.